Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Materials analysis confirmed the cause of cage fracture to be a user applied overload during insertion. Conclusion: the plausible root cause of the reported event user related, specifically excessive impaction force during insertion.

Event description:
It was reported that; the surgeon hammered cage into disc space as normal and found the cage to shatter into 3 pieces. All pieces removed and will be available for inspection. The tantalum marker however cannot be returned as that came loose and was not able to be decontaminated as so small. This was however removed from patient. Reported delay approx 1hour.

Event description:
It was reported that; the surgeon hammered cage into disc space as normal and found the cage to shatter into 3 pieces. All pieces removed and will be available for inspection. The tantalum marker however cannot be returned as that came loose and was not able to be decontaminated as so small. This was however removed from patient. Reported delay approx 1hour.